Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the survey source, the following mesh complications were experienced. 1 patient experienced recurrence, suspected mesh detachment. 1 patient experienced inflammation, mesh detachment and irritation. 1 patient experienced seroma / hematoma, due to mesh detachment.